Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 249mg/dl. Troubleshooting was performed. The battery was changed, but the anomaly continued. Reviewed the alarm history and found several error alarms. The customer called back and stated that the buttons were unresponsive and the numbers were ramping on their own. The caller stated that the display was frozen and the time clock was not advancing. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.